Event description:
It was reported that (2) c1535 were used during a stereotactic breast biopsy procedure. It was reported by the rep that the micro mark clip was deployed. The radiologist tried to remove it from breast. The clip got stuck in the needle and broke off in pt breast. Stainless steel tip was left in breast. A second clip was used but ended up bending so the radiologist pulled out before it could break.